Event description:
On (B)(6) 2023 it was reported by a sales representative via sems that an ar-8943-16 drill bit broke during a fibula orif procedure. The doctor was drilling the far cortex of the fibula with the 2mm drill when the drill broke and became lodged in the fibular inter medullary canal. The drill bit piece was unable to be retrieved. The procedure was completed successfully.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
The complaint is not confirmed based on the provided photo, as it does not show a broken drill. The picture provided shows the paint and part number information. However, without the return of the device for physical evaluation, the most likely cause for the reported failure can be attributed to improper bone prep; misaligned insertion; prying/leveraging the device during insertion.